Event description:
Hyperalimentation solution infused through pall filter eld96ll. Discoloration of the filter noted after 6 hours from start of infusion. This occurrence was initially discovered in pt care usage. In some cases, intravenous medications injected post filter, however, also seen when no intravenous medications used in pt care. Additionally, discoloration was noted during pharmacy testing of a variety of total parenteral nutrition concentrations. Color variations noted caramel to black.